Event description:
It was reported that two ax55g's were used during a colectomy. It was reported by the affiliate that the staples malformed. A competitive product was used to finish the case. There was no consequence to the pt.